Event description:
It was reported that on the initial firing, the device fired malformed staples. The case was converted to an open procedure to repair the staple line. There was no other reported patient consequence.